Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer alleging possible pump under delivery. The customer blood glucose was 280 mg/dl at the time of incident and current blood glucose was 180 mg/dl. Drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. The customer performed high pressure test and passed. The insulin pump will not be return for analysis.